Manufacturer narrative:
Pump received with normal operating currents, passed restart error test, self test, basic occlusion test, and the displacement test however, unit was unable to prime during prime test due to faulty system resistor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly.no moisture damage found on the electronics, motor, battery tube, vibrator, and reservoir compartment during visual inspection and no obvious insulin odor noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump has moisture inside of the reservoir compartment. The customer's blood glucose reading was 172 mg/dl at the time of incident. Troubleshooting advised customer to dry the inside of the compartment as much as possible and to monitor the pump as the self test passed. No further details given.